Event description:
Received complaint on list# 12551-01 lot 38-477-jw "staff in the ER and imaging dept. Luer lock the ext set to the angiocath ext. Set it appears secure. When they have the procedure done the device separates from the angiocath during power injection." No pt harm or serious consequences.

Manufacturer narrative:
Followup ((B)(6) 2014): a pt was sprayed in the eyes by a loose connection. Eye wash immediately with no adverse effects. Lot analysis: review of the mfg. Lot database for lot #38-477-jw (mfg. Date 02/2014) show (B)(4) units of each were mfg, tested, inspected, and released. No exception documentation was generated during any of the mfg lot builds. The user stated the connection leaked during pressure injection which is not rated for this product. Findings: conducted a lot history review with no findings. The involved device set was not returned for engineering analysis and verification. Based on usage it was out of the scope of this product which is gravity fed and the facility used a pressure injector.